Event description:
It was reported the regulation adjustment on the subject device doesn't work. The issue was observed prior to a diagnostic colonoscopy and gastroscopy. The procedure was completed with the same device. It was reported that the device was switched on. The led chain lights up briefly as expected. The user reported the adjustment of the flow with the two plus or minus arrow keys did not work as expected. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the foot pedal did not activate the pump. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure ¿ due to the keypad was disconnected, the flow setting could not be adjusted. Additionally, the device evaluation found the air switch assembly was damaged, therefore, the foot pedal did not activate the pump. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the regulation adjustment on the subject device doesn¿t work. The issue was observed prior to a diagnostic colonoscopy and gastroscopy. The procedure was completed with the same device. It was reported that the device was switched on. The led chain lights up briefly as expected. The user reported the adjustment of the flow with the two plus or minus arrow keys did not work as expected. There were no reports of patient harm.